Event description:
Information was received that one day post implant this left ventricular (lv) lead was exhibiting loss of capture (loc) and had no sensing measurements. An x-ray was taken revealing the lead helix had turned counter clockwise resulting in a slight lead dislodgement. The lead was successfully capped and another lead was used. No adverse pt effects were reported.